Event description:
On (B) (6) 2010, the pt reported his infusion device has been using batteries rapidly. He stated he has changed the battery 3 times in 1 week. The pt was instructed to insert a new battery and e2 was displayed. He inserted the battery that came with his backup infusion device and he was able to clear the error. He stated today the display of the infusion device went blank and the device shut down. He stated he did not know if an error message had been displayed because he was in the shower when it occurred. He reviewed the alarm history and there were no new battery alarms or errors. An interpreter was used to translate for the pt and the interpreter was unsuccessful in determining if other error messages were listed. He reported his blood glucose has been elevated to 20-25 mmol/l (360-450 mg/dl). His normal blood glucose range is 8-10 mmol/l (144-180 mg/dl). The pt disconnected the call. The pt called back on (B) (6) 2010 and reported he had switched to injection therapy. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.